Event description:
The customer reported that the system displayed a control panel error message, mixed pt data, and shut down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted and the software was reloaded. The system was tested and found to be working as intended and put back into service.